Manufacturer narrative:
(B)(4). Approximate age of device- 1 year and 2 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient fell and was found down on the floor at 9:00 a.m. On (B)(6) 2017. The lvad was not connected to power at the time. Pump function resumed when external batteries were connected. Pump stoppages occurred when the device was connected to the power module upon arrival to the emergency room at 12:20 p.m. Device function resumed when connected to batteries. It was further reported that a driveline fault alarm was observed on the morning of (B)(6) 2017. The alarm resolved without intervention. The manufacturer''s technical services representative reviewed the submitted log files and reported that the black power lead was disconnected with the white power lead still attached to the system controller. Approximately 4 minutes later, both power leads were disconnected from the system controller which engaged the system controller backup battery. The system controller backup battery supplied power to the pump for about 96 minutes until the battery was depleted. Pump stoppage occurred, and pump function resumed when power sources were connected. There were some pump stop events observed in the log files while connected simultaneously to the power module and battery power with one power lead attached to each power source.

Manufacturer narrative:
The report of a pump stop due a total loss of power to the system controller was confirmed through the evaluation of the submitted system controller log file. The submitted log file, captured a no external power alarm on (B)(6) 2017 at 2:05 am. The alarm was associated with both power cables being physically disconnected from the system controller. The backup battery powered the pump and the no external power alarm remained active until the backup battery became depleted at 3:41 am on (B)(6) 2017, resulting in a pump stop due to a total loss of power to the system controller. In the following events recorded, the system controller was reconnected to batteries and resumed operating the pump at the set speed. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.